Event description:
It was reported that after successfully updating the programmer software via the software distribution network using high speed internet, the programmer was powered off and back on but it powered on to a black screen. The service disk was run but it did not resolve the situation. The programmer has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, after removing the diagnostic information the device booted to an error and the media processing unit board was therefore replaced to resolve. Analysis also found that the programmer cases were cracked at the handle area, that there was corrosion on the power supply, that the floppy drive was missing its front trim piece, that the system fan was intermittently noisy and that the programmer was out of specification on its left antenna connected functional test. The antenna was tightened to resolve and all other affected parts were replaced. Product ID 229047 software analyzer. (B)(4).